Manufacturer narrative:
On 06-jun-2019, local affiliate organizations were informed that processing transfer heads may become untight in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and and installation date. Additionally corrective and preventive measures will be implemented, as appropriate, and the replaced o-rings and stop discs have been requested back from the customer site. (B)(4).

Event description:
A cobas 8800 instrument in (B)(6) generated multiple p07p flags (indicative of a volume error during supernatant removal) during test runs from (B)(6) 2020 to (B)(6) 2020, and experienced tightness check failures on multiple positions on all 4 processing heads. Additionally, from provided images there was evidence of liquid droplets in all 4 heating stations. A field service engineer visited the site and replaced all of the stop discs on (B)(6) 2020. There was no allegation of discrepant results. No harm or injury was indicated.